Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but based on technical support's review of the session records, the oversensing was due to the patient's condition, and it was not possible to program the device to resolve the event.

Event description:
During follow-up, there was several episodes of post- paced t-wave oversensing noted on the device and the cause was attributed to the patient condition, where some premature ventricular contractions (pvcs) are intermittently sensed or appearing during the blanking period. No intervention was performed on the device; instead, the patient was treated with medication and the patient was in stable condition.